Event description:
The manufacturer's representative reported that the pump was explanted due to a rotor stall after an implant duration of 43 months. No further details were provided at the time of this report.